Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher two times. The last repair was december 2, 2015 where it was reported that one side was not working and the roller, worn bushings, worn side plates, and damaged comb were replaced. This is not a related issue. The skin graft mesher was manufactured on december 11, 2008, and is over 7 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engaged as intended. The comb was bent on the left hand side. Minor wear was noted to the roller gear. A test mesh was not performed due to the condition of the comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb. The service technician noted that the reported event could not be duplicated. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the ratchet handle was not returned for evaluation and the only issue that was noted with the device during the initial inspection was that the comb was bent on the left hand side. After the comb was replaced the device was tested and functioned properly. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was bent on the left hand side. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the mechanism was jammed and it needed service and calibration. Initial inspection of the returned mesher revealed the comb was bent on the left hand side. No patient involvement. No adverse events have been reported as a result of the malfunction.